Event description:
During receipt inspection of an asset return (loaner) with no report of any malfunction from the customer, foreign material in the j-tube channel (auxiliary channel) was observed. This report is being submitted for the foreign material found in the j-tube channel on device receipt inspection (handling, insufficient reprocessing issue). No harm was reported. No patient involvement, no user injury reported.

Manufacturer narrative:
The subject device inspection and evaluation found , foreign material in the j-tube channel (auxiliary channel) and clogged was noted. Furthermore, the following defects/findings were identified during device inspection: leak was observed from the channel tube (ch-tube). Dented c-cover. Plug unit has corrosion due to water leakage, heavy corrosion and humidity found. Circuit board unit in s-connector has corrosion due to water leakage. Switch (sw fpc) -bcu (body control unit) has corrosion due to water leakage. Outside shield unit has corrosion due to water leakage. Due to damage on ch-tube, water tightness is lost. Universal cord has corrosion due to water leakage. Device evaluation findings , service repair noted the j-channel found with foreign material (unknown material). Heavy water invasion found. Several shock damage found. Service noted the reported fault is likely a result of mishandling of the device. Middle repair is required to return the device to original equipment manufacturer (OEM) standards. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Manufacturer narrative:
This report is being supplemented to inform correction to g3 of the initial medwatch. The aware date should be 07-sep-2022 and not 16-nov-2022. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation (h6/h10) a review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It was confirmed that the auxiliary water channel was clogged with foreign material, however, the specific material could not be identified and the cause of foreign material remaining in the device could not be specified. Attempts were made to obtain additional information regarding the user's reprocessing methods but no information was provided. Olympus will continue to monitor field performance for this device.